Event description:
A report was received that a pt was explanted because, the system was not helping the pt's pain. No add'l info is available.

Manufacturer narrative:
The explanted devices were not returned to bsn for eval.